Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee. The patella was resurfaced and depuy cement x 3 was utilized. The primary operative notes were not available at the time of review. Patient received a right knee revision to address pain, stiffness, decreased range of motion, and adhesions. A pre-operative CT scan demonstrated internal rotation of the tibial component concerning for malrotation of the tibial component. Within the revision operative note there is no confirmation of tibial tray mispositioning. The tibial insert, tibial tray, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products. There were no indicated intra-operative complications. Doi: (B)(6) 2017, doe: (B)(6) 2017 right knee manipulation (captured on linked complaint), dor: (B)(6) 2018 right knee.